Manufacturer narrative:
Investigation. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 132151 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 132151 and device part number 195-430h / lot 129821a. The lot met the required release specifications. Xxxxxxx. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 132151 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positives using the binax now covid-19 ag card on multiple dates. The customer reported two false positives on (B)(6) 2021 using binax now covid-19 ag card on a nasal kitted swab. The customer confirmed there was no patient harm due to test results. Positive results are indicative of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral medication, the incident shall be considered reportable.